Event description:
The customer stated that insulin leaked from past the o-rings into the reservoir compartment. The customer also reported a blood glucose reading of 500 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further information will follow once the analysis has been completed.